Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead pacing impedance had greatly increased. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences, and they were discharged home.